Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(4) 2011. Placeholder.

Event description:
It was reported that during an open wedge osteotomy procedure, the surgeon attempted to use the mini lengthening apparatus. The set screw in the knob that activates the apparatus was loose and the apparatus would not compress or distract. The surgeon used a lamina spreader between the k-wires to complete the procedure. There was no reported adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development visual the knurled knob was loose the ball holding spring is deformed and the catching ball is missing. No manufacturing related fault has been found. Product development event evaluation revealed that since it is unknown how the spring became loose this complaint is deemed indeterminate.

Event description:
This is report 1 of 1 for complaint (B)(4).